Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Visual inspection revealed a broken power adaptor connector cover but functional testing determined it did not prevent the driver from having a good electrical connection. The driver passed all test sections and pressure performance metrics associated with normotensive and hypertensive settings. Additionally, an extended observation run test was performed and the driver performed as intended with no anomalies or alarms. The customer-reported intermittent fault alarms could not be reproduced and there was no evidence of a device malfunction. Therefore, the root cause of the customer-reported issue could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited intermittent fault alarms while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited intermittent fault alarms, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited intermittent fault alarms while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.